Manufacturer narrative:
Device analysis conclusion: the guide wire was received for analysis at csi with the fractured spring tip. Scanning electron microscopy analysis showed evidence of fatigue and rotational damage on the proximal spring tip coils. This evidence is consistent with a fracture due to the spinning drive shaft having come into contact with the spring tip. This is consistent with the details reported to csi. At the conclusion of the device analysis investigation, the reported fracture was confirmed. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The diamondback 360® peripheral orbital atherectomy system IFU warns, "when moving the crown advancer knob, make sure there is sufficient distance between the guide wire spring tip and the distal end of the shaft (10 cm minimum)." Additional information regarding patient demographics and event details. The event details were not available, and the site declined to provide patient demographics. (B)(4).

Event description:
The tip of the viperwire guide wire fractured during use in the superficial femoral artery via groin access. The fragment was snared. The user indicated the atherectomy device may have encountered the spring tip of the wire.